Event description:
A psr assisting a (B)(6) female pt contacted zoll customer support to report that her monitor won't power up. The pt received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (monitor won't power up) was confirmed. Upon evaluation, the monitor would not power up due to debris on the expansion port contacts which caused a short circuit on the leads. The programmable logic device (pld) was also found to be damaged due to the debris, causing an incorrect output voltage. No adverse event resulted from the defective monitor. The pt received a replacement monitor.